Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) initially developed a hematoma and the field representative was called to turn off tachycardia therapies for pocket evacuation. When the pocket was opened, the physician then suspected of infection with sepsis thus, decided to explant the device. There were no additional adverse patient effects reported.